Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive selected for pulmonary vein isolation atrial fibrillation (a fib) procedure. During transeptal puncture, the versacross rf wire did not cross the septum. It was also noted that the wire was kinked and therefore not making contact to touching tissue. The radio frequency was generated twice with no bubbles shown on fluoroscopy. Hence, the wire replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
Due to additional information received, this supplemental MDR is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive selected for pulmonary vein isolation atrial fibrillation (a fib) procedure. During transeptal puncture, the versacross rf wire did not cross the septum. It was also noted that the wire was kinked and therefore not making contact to touching tissue. The radio frequency was generated twice with no bubbles shown on fluoroscopy. Hence, the wire replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that the versacross rf wire was disformed. The radio frequency was delivered but the device did not cross the septum, and rf wire was tenting appropriately at the time. It was tried to cross the septum three time and the third one was successful. No difficulty on the patient anatomy was noted. The cable was also replaced when new versacross wire was pulled, and new wire crossed the septum. No other issues were reported.